Event description:
Customer reported antibodies not detected on galileo when testing a pt sample containing anti-e and anti-fyb.

Manufacturer narrative:
Customer explained the event happened in november. They could not provide information about reagents and accessories used or reaction strengths observed. Customer said that they sent the sample to a reference lab which identified the antibodies. They did not repeat the sample on galileo. There is no additional sample for investigation testing.